Event description:
It was reported that the atrial lead potentially had non-atrial capture at max output. It was also reported that the atrial lead had dislodged and fell into the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead in segments was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic metal ion oxidation, cosmetic melting, cosmetic environmental stress cracking, and was breached from being cut. The distal and proximal conductors had blood (not obstructed) and the distal conductor was distorted from over-rotation. The distal end low voltage electrode was covered in blood and body tissue/fibrotic growth. There was apparent explant damage.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.